Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. A visual inspection revealed the helix to be partially extended and clogged with blood and tissue. An x-ray examination of the lead revealed the inner coil was over-torqued consistent with procedural damage. After cleaning, the helix was able to successfully be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within required performance product specification. Electrical testing revealed no indication of conductor fractures or internal shorts. The cause of the reported event of the helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.

Event description:
It was reported that the right ventricular (rv) lead became dislodged during the implant procedure. The physician attempted to reposition the rv lead, however, the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.